Event description:
In 2001, patient underwent placement of model aa-4203vf intra-ocular lens in the right eye. It was stated that as the lens was being inserted into the eye the posterior capsule tore.